Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for eval. If the sample is received or if add'l info pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that during a ladg, oozing occurred although an end tone, indicating a completed seal cycle, was heard. The procedure was extended by 30 minutes. It was noted that tissue damage occurred as well. A new device was used to complete the procedure and there was no patient injury.